Event description:
A customer observed negative ahbc results for a pt sample tested on the eci analyzer. The result did not agree with results from another assays. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the initially negative sample yielded a positive result. The customer indicated that acceptable qc results were obtained on the day of testing. Though the root cause of the event could not be determined, it is believed that the false negative result may have been caused by an interferent in the sample.